Event description:
It was reported that during procedure in 2008, two bio-phase suture anchors fractured during attempted insertion. Subsequently, a thirty minute delay in the procedure was experienced. It was also reported that the surgeon felt fractures were most likely caused by his insertion technique. Correct surgical techniques has been reviewed with the surgeon.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed on april 18, 2008.